Event description:
It was reported that the patient was experiencing stimulation in the wrong location. It was noted that the patient was ¿a very active¿ person. The patient was told not to run for 4 weeks, but she had been going on walks, though ¿not very fast.¿ the day prior to the report, the patient ¿went a little further on her walk than usual,¿ and now she was feeling that the stimulation had "moved back ever so slightly, like further back to the buttock area than before.¿ on that same day, the patient felt like it was ¿one of the worst days,¿ but she only went 9 or 10 times which was much better than before the implant. It was noted that the patient might have just drank a lot the previous day. On the day of the report, the patient went walking again, and wanted to make sure that she could go walking. The patient had an appointment with their healthcare provider the following week. It was later reported that the patient was still having concerns regarding device or therapy but was working with their manufacturer¿s representative. The patient reportedly had an appointment on (B)(6) 2013 and was scheduled for another one the week of the report.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4): product type programmer; patient product ID 3 889-33, lot# v813692, implanted: (B)(6) 2013: product type lead. (B)(4).